Event description:
It was reported the ventricular lead impedance had been fluctuation from a high of 2000 ohms to an average between 300-800 ohms. The defibrillator is nearing elective replacement and the doctor will consider a lead replacement at that time. The right ventricular lead remains in use. No patient complications were reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.